Manufacturer narrative:
As the lead was not returned, no analysis could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms and high pacing threshold measurements. A different lead was implanted to complete the procedure. The attempted lead was discarded at the hospital. No adverse patient effects were reported.